Event description:
The IV tubing was being loaded into an alaris pump for administration of propofol and became disconnected. No other information is available. The tubing was replaced, and the patient was not injured.